Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-apr-2026, a facilities representative reported via (B)(4) that the ar-3352-5530 scope has a sharp tip. This issue was discovered during a case with no patient harm.